Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue. Driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. The patient reported that the tissue around the driveline exit site was a little grey and painful. Upon assessment it was reported that the driveline exit site was worse than the patient initially reported, and the patient was admitted. The infection began on (B)(6) 2016 and the patient had been treated with antibiotics; however, it was not previously reported to the manufacturer. Cultures of the driveline exit site gre stenotrophomonas. The physician thought a pump exchange with the velour buried would help treat and possibly cure the infection and also avoid bacterial migration to the pump pocket. The pump was exchanged on (B)(6) 2016. No additional information was provided.